Event description:
On (B)(6) 2013, the patient/ layuser contacted lifescan USA, alleging her onetouch ultralink meter was displaying inaccurate results compared to the same meter. This complaint was classified using the documentation by the customer care advocate (cca). The patient reported 5 minutes prior to the alleged issue occurring, she developed symptoms of "cold sweats and couldn't concentrate." The patient reported the alleged issue occurred on (B)(6) 2013 at 1pm. The patient reported obtaining readings of "139 and 57mg/dl" on the same meter. Based on statistical methodology, the calculated difference of these readings exceeds the expected result of <=20% or <=20mg/dl obtained within 20 minutes of each other. It is unknown if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient denied receiving any treatment in response to her alleged symptoms. During the time of troubleshooting, the cca confirmed, the patient was using the approved sample site for testing and the meter was in the correct unit of measurement at the time of testing. The patient was found to be using the correct testing steps. The patient's test strip vial and test strips were in good condition and were not counterfeit. There is no indication that the subject meter caused or contributed to a serious injury. The patient reported being symptomatic prior to the start of the alleged issue, therefore, the meter could not have caused the injury. However, this complaint is being reported because the patient performed a meter vs. Another meter comparison where the calculated difference of the results meets lfs' criteria for precision reporting.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.